Manufacturer narrative:
This device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this pacemaker was explanted due to unknown reasons. Limited information was provided. This pacemaker was successfully replaced with an abbott pacemaker. No additional adverse patient effects were reported. This pacemaker has not been returned for analysis.